Event description:
On (B)(6), 2018, and due to the observed aneurysm growth, a re-intervention was performed and an additional gore® excluder® endoprosthesis was preventively implanted as an extension into the right external iliac artery. However, later that day, the patient became hypotonic and CT imaging showed a bleeding originating from the right common iliac artery due to an injury that had occurred during the implant procedure. To remedy the situation, another stentgraft was placed into the external iliac artery as an extension and the right internal iliac artery was plugged.

Manufacturer narrative:
B5. Describe event or problem: event description was updated/corrected in part. H6. Device code 1: corrected code. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: aneurysm enlargement.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
Gore received the following information: on (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 59 mm in diameter and was therefore treated with gore® excluder® aaa endoprostheses. On (B)(6) 2015, follow-up computed tomography (CT) imaging identified an aneurysm diameter of 61 mm. After a continuous slight decrease to 58 mm until (B)(6) 2016, follow-up computed tomography (CT) imaging revealed an aneurysm diameter of 71 mm on (B)(6) 2018. With an onset date of (B)(6) 2018, retroperitoneal bleeding from the right common iliac artery was identified. On the same day, a re-intervention was performed and an additional stent was implanted into the right external iliac artery as an extension. Additionally, the right internal iliac artery was plugged.